Event description:
This pt was admitted to hosp because of failing pacemaker system. During the operative procedure the lead was analyzed. The readings were good as far as the r wave; however, the impedance was poor at 202. A lead change was, therefore, recommended.